Event description:
It was reported that difficulty in irrigating was experienced. The farawave pulsed field ablation (pfa) catheter could not be flushed after removing it from the body and using it for pulmonary vein (pv) and posterior wall (pw). The catheter flush port stop working during the insertion after the waiting period after isthmus ablation. Initially, the preparation of the farawave catheter was fine prior to use. The catheter was replaced to resolve the issue. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.